Event description:
On (B)(6) 2012 the patient contacted the animas corporation to report that the up arrow button requires multiple presses for a response. The patient stated that there was no trauma to the pump. The patient wears the pump in a pocket and does not clean the pump. There is no reported adverse event with this complaint. This report is made based on the allegation of a keypad malfunction.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2012- device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, all keypad buttons were found to be intermittently responsive. During investigation, evidence of contamination was found under all key contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.